Manufacturer narrative:
Concomitant medical devices: 5568-45, lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket erosion approximately two months following a change out procedure- the incision had not closed completely. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.